Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 10. Bone overheating and ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.